Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung. The customer reported to have not duplicated the alleged malfunction. (B)(4).

Event description:
A report from the USA stated that an 840 ventilator was inoperable. The device was not being used on a patient when event occurred.